Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed that the battery on the subject pump was hot when the battery was replaced. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012: the complaint regarding pump and battery overheating could not be duplicated during investigation. The pump cover was removed no evidence of internal moisture found. No defects found to power flex, battery connections. Pump electrical current draws were found within specification. Battery was not returned with pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. Pump powered on normally and was exercised for 24 hours, no overheating or alarms were duplicated.